Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer measured the impedance of a non company lead and obtained an unexpected value. The same lead was measured using a legacy programmer and the expected value was obtained. No patient complications have been reported as a result of this event.